Event description:
It was reported that prior to surgery during instrument check the cable insulation was damaged. There was no patient involvement. There is no further information available, which has been confirmed by the complainant. Due diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: switzerland. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.